Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 1/2/15 - plaintiff's preliminary disclosure form was received, which identified dob.there is no new additional information that would affect the investigation.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges that patient experienced hip pain and increased metal ion levels. Doi: (B)(6) 2009 - dor: none reported (left hip) patient is a resident of (B)(6). Update 4/2/2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update 17 nov 2014 - added surgeon and sales rep details, patient age, height and weight, dor, sleeve and stem products and added metallosis / fluid and pseudo tumour as reasons for revision. Der states that the surgeon will not provide any additional information.